Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was experiencing acute renal dysfunction with creatinine level: 5.20 on (B)(6) 2014. The pt was admitted on (B)(6) 2014 with hematuria and recent urinary tract infection, with elevated lactate dehydrogenase. Pt treated with antibiotics and anticoagulation meds to reduce thrombus. Data log review contained a pump stop that appeared to be due to the pump being disconnected from the system controller. It was also noted that the pt had changes in the pump parameters with an increased rate of occurrence of pi events along with the power and pi average trending upward slightly. The pt underwent a pump exchange due to suspected thrombus. Thrombus was confirmed in the inlet.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.